Event description:
A caller reported encountering an incomplete bolus alert on the mobile app. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Technical support educated the caller that the incomplete bolus alert is triggered when the bolus menu is left open without interaction for more than 90 seconds. The caller was able to complete the bolus request and resume insulin therapy.